Event description:
It was reported that the patient had worsening dyspnea. A lead fracture and a sudden increase in pacing threshold were observed. The lead was capped. There were no adverse consequences to the patient.